Manufacturer narrative:
The device has not been returned for evaluation. Several simulations suggest shearing can be the result winding the guide wire around the finger and causing to shearing the silicone tubing against the needle. Another possibility is that a burr in the needle hub may cut shear tubing. A product return is required to determine the exact cause of the problem. Currently, the incident is still under investigation.

Event description:
The user facility reported while removing the hermetic lumbar catheter from the pt, the catheter broke leaving part of the catheter still in the pt. The surgeon did not remove the remaining piece and there are no signs of infection. No patient injury is reported.